Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial #: (B)(4). Product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that while they were replacing the ins, the left extension broke. The old extensions were also removed.